Manufacturer narrative:
This information was received on february 23, 2021 from follow-up with the physician/author of the literature summarized in MDR# 2025587-2021-00570. Literature citation: mayr et al. Mitral valve repair in children below age 10 years: trouble or success? Ann thorac surg. 2020 dec; 110(6):2082-2087. Doi: 10.1016/j.athoracsur.2020.02.057. Epub 2020 mar 30. Earliest date of publish used for date of event. A review of the medtronic global complaint handling database with the provided unique device identifier numbers found no previous records. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days after implant of a 30-mm colvin-galloway future ring (serial (B)(4)) significant mitral regurgitation was observed. Per the physician/author, during a mitral valve replacement procedure the implanted ring was noted as having no pathologic alterations.